Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that last night, the patient saw a implantable neurostimulator (ins) in the box icon on the patient programmer. Follow-up revealed that the patient was seen at the health care provider's (hcp) office and the ins was interrogated without difficulty or any abnormal prompts. The hcp was also stated via the rep that the error message was no longer present. It was confirmed that the patient never lost therapy and to his knowledge, there were no further issues. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.